Event description:
Treatment of a cavernous (cav) aneurysm. It was reported that there was a slight twist in the pipeline after deployment. The physician corrected the twist with catheter manipulation. No patient injury was reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).